Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient reported that on (B)(6) 2023, they were getting low cgm readings and just kept self-treating with some orange juice and sodas. No specific cgm reading were reported from this time but when the cgm reading did not change, a fingerstick was done. The blood glucose reading was high, but also no specific blood glucose reading was reported. The patient self-treated with insulin at that moment and decided to change the sensor on (B)(6) 2023. When the sensor was changed the cgm reading was still low and the patient self-treated with drinking orange juice again. The day after on (B)(6) 2023, the day the patient reported the event, the patient ate a piece of candy to treat an unknown low cgm reading. That day at school, as the patient had to vomit 3 times, felt sick and her chest and stomach were hurting, a fingerstick was done by the school nurse and the cgm reading was 44 mg/dl and the blood glucose reading was high, which means higher than 600 mg/dl according to the patient. An ambulance was called, and the paramedics removed the sensor and the omnipod. Another fingerstick was taken at that moment which also read high. The patient was brought to the hospital and got admitted into the intensive care unit (ICU). The patient said she was put on an insulin delivery system, most likely intravenous, initially for 12 units as her glucose level was up to 800 mg/dl, she was also receiving potassium for the kidneys. The blood glucose reading was taken every 30 minutes and at the time of the report she so far had 4 readings done. The first 2 readings were high and the third one was 590 mg/dl and the fourth one was 544 mg/dl. The patient stated that she might need to stay in the hospital for a few days. At the time of the call the patient was feeling a bit better, and the last blood glucose reading was 444 mg/dl. No other details were documented, and it was not confirmed how much time the patient spent in total in the hospital. However, based on the symptoms, the blood glucose reading, and the treatment the patient was receiving, it is very likely she spend more than 24 hours being admitted into the ICU department. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.